Event description:
It was reported that the pt underwent a balloon ablation procedure, post operatively, the pt complained of a burn. The burn was positioned on the posterior wall of the vagina in a line consistent with the shape of the canula of the catheter. The physician prescribed a topical ointment for the pt to administer.